Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced undesired stimulation. The patient was reported to have had their device reprogrammed on (B)(6) 2011 which resulted in an undesirable change in stimulation. It was reported the patient experienced pain and zaps at or near their tailbone area. It was also reported the patient recovered without sequelae.

Event description:
Additional information received reported that the outcome was stated as resolved without sequela on (B)(6) 2011, not on (B)(6) 2011 as previously reported. The patient was reprogrammed on (B)(6) 2011 and the lead was explanted on (B)(6) 2011.

Manufacturer narrative:
F(B)(4).